Event description:
The following has been reported: pump problem alarm no reported patient harm. Update (B)(4) 2024: per biomed, the actuator valve and the guide pins have been cleaned. Also, the pump had a 6est infusion. As per your email on (B)(6) 2024 if the pump passed the test infusion after cleaning it can be put back in service. It was put back in service. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion is unknown. Reporting as a conservative measure. No adverse effects were reported.

Manufacturer narrative:
N/a

Manufacturer narrative:
Corrected section d to match gudid.

Event description:
While this pump was requested to be returned, the biomed was able to clean the pump and put it back in service. Therefore, no pump was returned. The complaint was not confirmed or refuted. A DHR review was performed, no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. No actions at this time since pump was not returned and complaint was not confirmed or refuted.